Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty band, the band was explanted and replaced with a bioprosthetic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the annuloplasty band was replaced due to moderate mitral regurgitation. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.